Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display and the keypad was not working. Customer's pump is 19 years old, and they were inquiring about buying a replacement keypad. Troubleshooting was not performed. The insulin pump will not be returned for analysis.